Manufacturer narrative:
The reported issue was not able to be duplicated. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/30/17 phone call, 7/5/17 phone call, 7/7/17 phone call. (B)(4).

Event description:
The hospital reported that, during patient use, unit showed high fico2 of 11%. There was no reported patient injury.